Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image blacking issue could not be determined, however, the issue was likely the result of damage to the charged-coupled device during user handling/mishandling. The event can be detected by following the instructions for use section below: -inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The subject scope was kept running for 5 days to check and found that there was no image occasionally. Additionally, the evaluation found the following findings: universal cord had a wrinkle; the video cable had a wrinkle; and due to damage on charged coupled device (ccd) unit, a noisy image occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, during preparation for use, the endoeye flex 3d deflectable videoscope displayed a black image/screen when connected. The intended procedure was a therapeutic laparoscopy and was completed with a similar device. The patient was not under sedation and no delay was noted. There were no reports of patient harm or impact associated with this event.